Manufacturer narrative:
The reagent lot numbers and expiration dates were requested, but not provided. The customer noted that the pre-wash nozzle was leaking and was dispensing bubbles and froth. The gear pump pressure was checked and was good. Sipper lines were flushed. System reagent filling was checked. The seals of the sipper syringes were replaced. The pre-wash nozzle was replaced and the alignment was checked. System priming and air purges were performed. Cleaning maintenance and cell preparation maintenance was performed. An instrument check was performed and passed. The investigation determined the issue was related to a failure of the pre-wash nozzle. The service actions resolved the issue.

Event description:
The initial reporter stated they received questionable results for an unspecified number of patient samples tested for multiple analytes on a cobas e 801 analytical unit. The customer provided data for fifteen patient samples with discrepant results. Results for the following assays were affected: hbsag, syphilis, hcv, hbc, hiv, and anti-hbs. The specific reagents used was requested but not provided. Refer to the attachment for all patient data. Measurements 1 and 2 of the first patient sample were performed on the customer's e 801 analyzer. For samples 2 - 15, measurement 1 was performed at a different site on an unknown analyzer and measurement 2 was performed on the customer's e 801 analyzer on (B)(6) 2026. Unless otherwise stated in the attachment, no units of measure were provided for the affected tests.